Manufacturer narrative:
. Procode: additional product codes: lje, gbo. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the hub of an ultrathane mac-loc locking loop biliary drainage catheter was cracked in the packaging. Upon opening the packaging, the user noticed a crack at the proximal end of the catheter. The crack increased "after being unwound." The device did not make patient contact and the procedure was completed by using another, similar device. No adverse effects were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: on 25mar2022, cook china received a complaint from (B)(6), a representative at the (B)(6). When the package containing the ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh, lot: 14049325), it was found there was a crack at the distal tip of the drainage catheter. The noted damage increased after being unwound. This observation was made prior to patient contact. The procedure was completed by using a new biliary drainage catheter of the same rpn. No harm to the patient has been reported. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One opened prior to use ultrathane mac-loc locking loop biliary drainage catheter was received. No damage was noted to the distal end of the device. Breakage was noted to the mac-loc adaptor where the threads are located. The black suture string was also found to be broken and was noted to be anchored between the cap and mac-loc adaptor. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of all associated device history records (DHR) for lot 14049325 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints from the field associated with the final product lot number. The IFU supplied (t_multi_rev5) with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Evidence gathered upon review of the dmr, product labeling review, and associated dhrs suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the cause of the failure could be traced to a component failure, being defined as component failure without any design or manufacturing issue. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.